Event description:
The biomedical engineer (bme) reported that they were getting an alignment program error on the central nurse's station (cns) and the issue resolved. However, the screen gliches now at different times throughout the day with the communication loss errors flashing on the screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting an alignment program error on the central nurse's station (cns) and the issue resolved. However, the screen gliches now at different times throughout the day with the communication loss errors flashing on the screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were getting an alignment program error on the central nurse's station (cns) and the issue resolved. However, the screen gliches now at different times throughout the day with the communication loss errors flashing on the screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting an alignment program error on the central nurse's station (cns) and the issue resolved. However, the screen gliches now at different times throughout the day with the communication loss errors flashing on the screen. No patient harm was reported. Details of the complaint: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Also, rhe complaint device is already in end of support. The device has already exceeded its expected usage life. No further actions will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.